Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while closing the access site, it was noticed that the valve dislodged. It was reported that a 0.035j wire became entangled with the valve and caused the dislodgement. A second transcatheter bioprosthetic valve, was implanted. No additional adverse patient effects were reported.